Manufacturer narrative:
(B)(4). If follow-up, what type? Correction- other relevant history anterior mitral leaflet prolapse removed from medical history. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot identified no other incidents reported from this lot. The patient effects of failure to deliver mitraclip to the intended site (foreign body left in patient) and mitral valve injury (tissue damage), as listed in the as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the clip entanglement in the chordae (entrapment of device component) in this incident appears to be related to user technique. The reported patient effects of foreign body left in patient and tissue damage appear to be related to procedural conditions, due to the clip becoming caught on the chordae and unable to be freed. The reported therapy/non-surgical treatment was a result of case-specific circumstances, as the clip that was caught in the anatomy had to be implanted in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional reported information: an anterior mitral leaflet prolapse occurred due to the clip entanglement.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip delivery system became caught on the chordae and could not be removed; therefore, the clip was deployed in the chordae in order to remove the delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was successfully implanted reducing the mr to a grade of 2. A second cds was advanced to the mitral valve to treat the residual lateral jet. However, the cds was inadvertently advanced too far in the left ventricle and was caught in the chordae and could not be removed. Standard trouble shooting was performed for 45 minutes unsuccessfully. The decision was made to deploy the clip in the chordae, an unintended location, and the cds was removed. Two more clips were implanted reducing the mr to a grade of 1. The patient is in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.